Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, the device "jammed." The failure mode is unclear and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event description most likely suggests that the capio carrier failed to retract.

Manufacturer narrative:
Blocks f10 and h6: device code 1536 captures the reportable event of "the device jammed." Block h10: an examination of the returned capio slim device found that there were no issues observed with the cage and carrier. The ten riveting pins were in place. The carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture and the dart entered in the cage slot without any issue; consequently not confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis, it was determined that the device did not present any visual issue and it worked as intended. The unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported; therefore, the selected investigation conclusion code of this event is "no problem detected," since the device complaint or problem cannot be confirmed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, the device "jammed." The failure mode is unclear and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event description most likely suggests that the capio carrier failed to retract.